Manufacturer narrative:
Correction to h6 for final submission. Including the following codes to h6: 3190 - insufficient information. 4117 - device not accessible for testing. 4110 - trend analysis. 3221 - no findings available. Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient medical records and procedure op notes requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 1 month post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by patient implant registry department, approximately 1 month post implantation of a 26mm sapien 3 ultra valve in the aortic position via the transfemoral approach with the 26mm commander delivery system and 14f esheath, the valve was explanted. The cause of explant is unknown at this time.